Event description:
It was reported that a clearlink system non-dehp catheter extension set would not prime. The reporter stated that the tubing ¿appeared to have a piece of plastic covering the "barrell/tube".¿ this occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.